Event description:
It was reported that the exalt model d controller was used in an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure the exalt model d controller powered off during case. The controller was restarted on to move forward with case. However, it continued to power off. The account borrowed an exalt controller unit from another room to discover the same issue. The account moved forward to swap the power cable provided by biomed and completed case with no patient complications. The account provided replacement cable to work with no issues. Procedure was completed with another exalt model d controller. No patient complications were reported as a result of the event. The original exalt controller was reinstalled and tested with no power issues. This record represents the original exalt controller.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.